Event description:
During a functional testing by a zoll medical sales representative, the device displayed a "bridge test failed" message. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.